Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a power error detected alarm on the insulin pump. They also reported that the issue began on (B)(6) 2017 with low battery issues. The customer¿s blood glucose level was 3.8 mmol/l. Troubleshooting was performed. They were given a series of steps to perform after the call ends to resolve the issue. It was noted that they called back to report that the power error detected alarm returned. The device will be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within specification and passed self test and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25 alarm was triggered when the backup battery unloaded voltage was less than 3.7 volts for 240 consecutive minutes due to non-sleep anomaly software error. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay texture damaged.